Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Customer went to the emergency room with high ketones. Ketone levels were identified as life threatening by health care provider. Customer tried to changed cartridge, infusion set to address the issue reverted to manual insulin therapy. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved and the customer was released later that day.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.